Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01-aug- 2019 with the following findings: the pump powered on and the display was dim and discolored. A leak test revealed a display lens leak. The pump was opened and moisture was found on internal pump components - on display, transceiver and display boards. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was noted that there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.